Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 51 mg/dl. The customer was not treated for low blood glucose. The customer reported that the insulin pump had software detected alarm. The customer stated they were able to clear the alarm and were able to complete the rewind process. Customer performed self test and it was passed. The customer stated that the auto mode feature was active at the time of low blood glucose. The insulin pump will not be returned for analysis.